Manufacturer narrative:
The device was investigated by a maquet field svc technician and a defective 20 amp breaker was identified as cause for this problem. The breaker was replaced, the unit was tested to factory specifications and returned to svc. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that during preventative maintenance, the system would turn off while warming. No pt involvement. (B)(4).